Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she drove herself to the hospital due to low blood glucose level of 38 mg/dl on an unknown date because she thought she was going to die. The customer had disconnected from the insulin pump due to low blood glucose levels and taken carbohydrates and chocolate drink. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reported via phone call that she had visited the emergency room on an unknown date due to low blood glucose level of 43 mg/dl. The customer was treated with food and glucose intake. The customer could not recall if the insulin pump was on auto mode at the time of emergency room visit.